Manufacturer narrative:
An event with patient effects of pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted. Cine review concluded that there is no information able to be obtained from this image demonstrating a pericardial effusion or what may have happened to cause the effusion. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported pericardial effusion could not be determined. An unexpected medical intervention and prolonged hospitalization was a result of case specific circumstances, as a pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 31mm amplatzer amulet was implanted using a 14f amplatzer torqvue delivery system to close a challenging left atrial appendage (laa). The transseptal puncture was performed at an inferior and mid location. During the procedure, the patient was in atrial paced rhythm, and the left atrial pressure was greater than 12 mmhg. The patient received 13,000 units of heparin, and the activated clotting time (act) was 314. Three partial recaptures of the device were required during implantation. A wire was never placed in the left atrial appendage. After the procedure, 50 mg of protamine was administered. Several weeks later, on (B)(6) 2025, the patient presented with a pericardial effusion. Imaging showed a small to moderate pericardial effusion on CT and a moderate to large effusion on tte, localized to the right ventricle. Measurements were not noted in the echo report. A pericardiocentesis was performed, and approximately 450- 500 cc of bloody fluid was removed. The patient remained hemodynamically stable throughout the procedure, and cardiac tamponade was not present at the time of pericardiocentesis. The patient was hospitalized for a couple of days. At the time the effusion was detected, the patient was on aspirin only; prior to the procedure, the patient was not on any anticoagulant or antiplatelet therapy. The physician believes the effusion was caused by an abbott device, specifically the 31mm amplatzer amulet, possibly due to the stabilizing wires. There was no clinically significant delay in the procedure and no adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.